Manufacturer narrative:
Integra has completed their internal investigation on 29 mar 2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation: the pmiompm cable lot number 543926 was returned to (B)(4) service centre for failure analysis investigation. Failure investigation findings for the complaint incident was confirmed; during investigation it was observed that the pmiompm cable connector was detached from the cable due to physical damage. This damage / fault is trended as a misuse of the cable by the user which is consistent with poor maintenance, thus the cause of the issue is poor maintenance. The DHR review has been deemed satisfactory. Date of manufacture: jul-2014. No non-conformance issues or reports were raised during the manufacturing process for this cable. No trend has been identified. Conclusion: the customer complaint incident ¿solder came loose, and end (bedside monitor metal end) broke off¿ was verified and duplicated. Root cause determined: cause of the damaged pmiompm cable (the bedside monitor metal end connector broke off) was due to physical damage which is trended as a misuse of the cable by the user, thus poor maintenance

Event description:
It was reported that a solder came loose and the end broke off on a pmiompm-1 cable. The device was not in contact with the patient, there was no patient injury or death alleged, there was no medical intervention required and no delay in surgery due to the product problem. Additional information has been requested.